Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported via sales rep. Right. Reason(s) for revision - litigation alleges pain and discomfort. Update 14 aug 2014 - der recvd - attached der, updated dor, patient age, surgeon and sales rep details. Added unknown sleeve. No reason for revision given. Report states "removed cup and put in zimmer."